Event description:
It was reported that the system exhibited multiple abrupt impedance changes on the atrial and right ventricular (rv) channels. A boston scientific technical services consultant discussed programming options. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).